Manufacturer narrative:
(B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified distal right coronary artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During procedure, the balloon was able to cross the lesion with no problem. However, the balloon ruptured upon first inflation at 6atm and was then simply pulled out from the patient's body. The procedure was completed with another of the same device. There were no complications reported and the patient was stable post procedure.